Event description:
The customer reported a blood and diluent fluid leak of approximately 1ml from the probe on a unicel dxh 800 coulter cellular analysis system after reinitializing the sam (sample access module) and running the first sample. The leak was contained within the instrument and aspirate probe error messages were received in connection with the event. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 02/16/2015. The fse confirmed that the quick disconnect qd421 tubing also called the probe wash collar tubing, became disconnected from the manifold; the tubing was reseated and the leak was resolved. (B)(4).